Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log shows evidence that the defib was charged to 200j during the event and delivered energy lower than the setting. The patient impedance was approximately 30 ohms which translates to less energy delivered by design and within specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy of 200j. The maximum level achieved was 160j. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.